Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned 1 file in autoclave bag. Checked under microscope and found file had broke at approximately 3mm from the tip. Nothing unusual to report was found during DHR review.

Event description:
In this event it was reported that a protaper gold shaping files broke during use. Fragment was filled behind and procedure completed.